Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter administration set ¿fell out¿ during a stress study, leading to a leak and resulting in a complete loss of the isotope dose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.